Event description:
Info received indicates the head hi/low is drifting down slowly.

Manufacturer narrative:
The tech found the head hi/low down valve was stuck. The tech replaced the valve to repair the bed.